Manufacturer narrative:
(B)(4). Date of event: only event year known: 2023. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoidal diverticulitis operated on 3 months after the last attack. What surgical procedure was performed? Sigmoidal resection for diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What was the purse string technique that was used? Manual with prolene 2(0). What was the quality of tissue where the device was fired? Normal, non-inflammatory, non-fragile and of normal thickness. What healthcare professional fired the device and what is his/her experience with the device? Hospital practitioner grade 12.35 years of experience. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Staples closed at the lowest point with the most complete tightening. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing?45 seconds as usual. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2.5 full laps (or 5 half laps). Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes: entire rectal donut, colonic donut not found on the anvil. Was a complete transection of the white breakaway washer visually confirmed? Not measured, not visible due to feces. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Yes, only the anterior hemi circumference was not stapled, with no visible staples, while the posterior hemi circumference was properly stapled and could be visually verified at the conversion laparotomy for manual anastomosis. What is the current status of the patient? Well, extended aftercare of 3 extra days in hospital compared to conventional times. Yes hospital stay increased by 3 days, treatment of laparotomy pain and administration of double perianastomotic drainage, 10 days increase in post operative time off work due to laparotomy. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that there was a stapling defect of the anterior hemi-circumference. Complete stapling of the posterior hemi-circumference. Complete rectal collar. No colic collar find. This issue necessitated the conversion to laparotomy of the initial laparoscopy and increased the duration of the intervention by approximately 1h30 and the anastomosis was performed manually. Procedure: sigmoid colon resection.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2023. D4: batch # u5cy2n. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number u5cy2n, and no non-conformances were identified.